Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 21.5 seconds. The device was explanted and a new implantable cardioverter defibrillator was implanted. No adverse patient effects were reported.

Event description:
.